Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being new to insulin pump therapy and was having a difficult time with sensors staying on. Customer was assisted with proper sensor adhesion. Customer's blood glucose was 269 mg/dl and reported that blood glucose could easily rise to 600 mg/dl. Customer was advised that sensor would be replaced.